Manufacturer narrative:
On (B)(6) 2015 10:39 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician was on site and investigated the unit in question. A defective 3-way valve was found and replaced. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
During priming / setup the hcu40 showed the error message "low flow" on the patient side. No patient was involved. (B)(4).